Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of dissection and perforation are listed in the omnilink elite peripheral stent system instructions for use as known patient effects of coronary stenting procedures. Based on the information received, the investigation determined that the reported issue appears to be related to operational context, as it is likely the omnilink elite stent system interacted with the introducer sheath during removal as resistance was reported causing the reported difficulty to remove. The delivery system was removed with the introducer sheath as a single unit; however, interaction with the patient¿s anatomy and the undeployed stent resulted in the reported stretching and dislodgement of the stent. Damage to the vessel (perforation and dissection) occurred due to the reported interaction. The damage was repaired using surgical intervention. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the omnilink elite stent delivery system (sds) was advanced to the target lesion in the left iliac artery; however, the decision was made to first perform pre-dilation. The sds and undeployed stent were retracted into the 6f introducer sheath, but resistance was noted with the sheath. The sds was only partially inside the 6f introducer sheath when the two were being removed as a single unit. The undeployed omnilink elite stent detached from the sds as the sds was being pulled into the hemostatic valve. It was not possible to remove the sds further; therefore, the introducer was removed, then the guide catheter and the stent were removed as a single unit. During removal, the vessel was reportedly torn and dissected. Requiring surgical arterial repair. No additional information was provided.